Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Three days later, the index procedure was performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75x12mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient had an onset of intermittent non-radiating heartburn like chest pain. On the following day, the patient was admitted to the emergency department and was subsequently diagnosed with st segment elevation myocardial infarction (stemi) during hospitalization. Electrocardiogram (ECG) was performed which revealed st elevations in lead iii with reciprocal changes, st depression in lateral leads, possible arterial enlargement and acute inferior-posterior infarct. Troponin levels were noted to be elevated but did not meet protocol definition of myocardial infarction (mi). On the same day, patient was referred for cardiac catheterization and revealed 100% in-stent restenosis (isr) of the study stent located in distal rca which was treated with balloon angioplasty and placement of a 2.75 mm x 18 mm non-bsc drug-eluting stent with 0% residual stenosis. Two days later, the event was considered resolved and the patient was discharged on aspirin and prasugrel.